Manufacturer narrative:
The hvad is used for treatment not diagnosis. Facility reported that a patient's controller contained a broken pin at the power source connector. There was no reported patient injury related to this event. The controller was returned to the manufacturer for evaluation, where device malfunction was confirmed. Evaluation revealed the damaged pin at port one (1) prevents battery from making a proper connection. The root cause for the reported 'poor mechanical connection' is likely due to a result of improper handling, material durability and assembly interferences. The manufacturer has an internal investigation to evaluate these kinds of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms.

Event description:
It was reported from the united states that a controller contained a broken pin at the power source port. The site performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.